Event description:
It was reported that the night after the patient was implanted she went to the bathroom and heard a pop. The following morning the patient¿s caregiver told her there was a ¿wire sticking out of her body.¿ the patient saw her healthcare provider (hcp) and he told her ¿it was pretty much healed already.¿ the patient told her hcp that ¿he had to fix it¿ and this was when he told her that ¿he had good news and bad news. He fixed the wires, but now it might not work.¿ the patient stated that she had been ¿going through this for the last year and had four unnecessary surgeries.¿ the patient stated that she had to have a third surgery to ¿fix the wire and the stimulator because the stimulator was spinning around in her body.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v933650, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. B)(4).